Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump and if needed, they will switch to multiple daily injections (mdi) for insulin therapy until the replacement arrive